Manufacturer narrative:
(B)(4). The technical support engineer troubleshot the issue with the customer over the phone. The customer replaced the graphic user interface touch frame, which resolved the issue. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator's graphic user interface was unresponsive. The ventilator was not on a patient at the time of the event.